Manufacturer narrative:
Additional information: section e1 reporter title and name e2, e3 and e4 updated.

Event description:
It was reported that the implantable cardioverter defibrillators' (ICD) battery reached the elective replacement indicator (eri) within three years. The ICD was implanted, being monitored and awaiting possible replacement. The patient was stable.

Event description:
New information received notes the implantable cardioverter defibrillator (ICD) was explanted and replaced. The patient was stable